Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 patltr, lfc (con): additional information was received from the patient indicating their weight at the time of the event was between (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell asleep while recharging for 30 minutes, and the following 2 days following when they went to charge they noticed the device reached charge sufficient within a minute or two, which was sooner than expected. It was stated that since then the implantable neurostimulator (ins) depletion rate has also been slower than expected. The patient also noted that they had gotten hit on the head/"left button" with a washing machine on (B)(6). Furthermore, on (B)(6) the patient felt that they were getting too much stimulation and wanting to grind their teeth. However, the issue went away after a while. The ins was then checked which showed to be ok/ok at 2.4/2.5v. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.